Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The device passed all the tests. On hla verification, there existed visible foam particles inside the blower kit. If any additional information is received, a follow up report will be filed.